Event description:
The customer reported an issue with the equipment, but troubleshooting was not possible due to a disconnection. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.